Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a routine generator change. During pre-procedure interrogation, the patient's right atrial lead exhibited low pacing impedance. It was noted that there was only one episode and that all other measurements were normal. No intervention was reported. The patient's condition was stable throughout the event.